Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has to recharge her ipg more frequently and the device reflects a 'low battery" message. Consequently, the patient may undergo surgical intervention at a future date to address the issue.

Event description:
Follow-up information the patent will met with a company representative for reprogramming as the next course of action.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy resumed following the procedure and the issue is resolved.